Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 22.9 mmol/l. The customer did experienced the symptoms such as influenza and lethargic. The customer was treated by intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer report did not allege under delivery on insulin pump. Customer reported that the retainer ring was damaged. The reservoir was not able to lock in place. No further complications were reported. The customer will discontinue to use the device.

Event description:
Customer was treated with intravenous drip.

Manufacturer narrative:
S.w version unknown retainer ring = missing case type = ngp customer returned pump for an alleged reservoir unable to lock into place, cosmetic damage located at the retainer ring and was hospitalized for high bgs and dka found on (B)(6) 2022. The pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files/traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage and a scratched case. Cosmetic damage was confirmed at the retainer ring. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Reservoir unable to lock into place was confirmed. Battery cap contact missing/damaged was confirmed. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Unable to perform the required testing, upload pump to carelink, download of firmware using crest and or history files/traces using thus were confirmed due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm and unable to upload pump to carelink, download of firmware using crest and or history files/traces using thus due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been updated which was not added in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer was treated with intravenous drip.